Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening and broken on the plug strap assessed as unidentified (tear) and one opening assessed as surgical damage. (Shell thickness was within specification). Anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease and particle as completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left-side "deflation" and "implant removal from textured to smooth due to the concerns of the product". Healthcare professional later confirmed. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left-side "deflation" and "implant removal from textured to smooth due to the concerns of the product". Healthcare professional later confirmed. The device remains implanted.